Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with an spectra penile prosthesis (spp). The spp was explanted and a new spp was implanted. Additional information was reported that this was not a revision surgery, the device was punctured during implant and was leaking. The punctured spp was not implanted and a new spp was successfully implanted.